Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a product performance problem was identified. See results of manufacturer analysis for full investigation details.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Each component was visually inspected, microscopically examined, and leak tested. Examination of the pump found the pump kink resistant tubing (krt) was worn down to the filament. No leaks were identified, but functional testing concluded that the pump did not pass the activation test. The reservoir presented a large hole in the shell consistent with sharp instrument damage. The inspection of the cylinders identified that the outer tube of both cylinders was torn resulting in a small leak in the proximal cylinder bodies. This finding is also consistent with sharp instrument damage that likely occurred during the explant surgery. Based on the information available and analysis results, the device did not meet product specifications due to the pump findings. This information confirmed that based on the pump not passing the functional testing the cause could be traced to component failure.